Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement. Multiple pump error (power error detected) alarms were present in the format history file and pump error was triggered when the backup battery unloaded voltage (unloaded vlith) was less than 3.70v for 240 consecutive minutes as indicated in the power management graph due to a non-sleep anomaly software error. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported to have received power error detected alarm followed by rewind request. Blood glucose was 124 mg/dl at the time of call. No troubleshooting was performed. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.